Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 99% stenosed proximal left anterior descending artery. The 4.0 x 8 mm nc tenku balloon catheter was being used for post dilatation of an unknown drug eluting stent; however, the balloon ruptured on the first inflation at 12 atmospheres, at 5 seconds. Some resistance was felt during advancement to the lesion. A non-abbott balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.